Manufacturer narrative:
D9 date is for the photos received , device is not returned. Device photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Crease/folding of implant: creases observed on the device. Seroma-late: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side "increased anteroposterior diameter of the right implant, with accentuation of the accommodation folds and small amount of peri-implant liquid, aspects suggestive of capsular contracture [baker grade iii]." Device has been explanted.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side "increased anteroposterior diameter of the right implant, with accentuation of the accommodation folds and small amount of peri-implant liquid, aspects suggestive of capsular contracture [baker grade iii]." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; "small amount of peri-implant liquid."